Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device and electrode are returned to boston scientific.

Event description:
Boston scientific received information from a warranty claim form in late-january 2018. The patient had been presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The device and electrode, implanted on (B)(6) 2015, were explanted for unknown reasons. The boston scientific representative was contacted who had no information concerning this patient. Warranty requests from the hospital are sent to an outside facility for processing.